Event description:
It was reported that during a da vinci-assisted procedure the customer contacted technical support to ask if the monopolar curved scissors (mcs) tip cover accessory was radiopaque. Technical support informed the caller that the mcs tip cover accessory is radiolucent therefore unable to be detected by x-ray. It was reported that the accessory was noted and accounted for at the start of the procedure but was now missing. Intuitive surgical inc. (Isi) followed up with the customer and obtained additional information related to the event. The mcs tip cover accessory and the instrument were inspected before use with no issues identified. Electrolube may have been used, but the customer could not confirm. There was no issue with the functionality of the instrument. It was not known how long the instrument was in use prior to the issue. The customer was manipulating the instrument when they noticed the mcs tip cover accessory came off. The customer was unable to locate or retrieve the mcs tip cover accessory. Neither the mcs instrument nor the mcs tip cover accessory are available to be returned. There was no patient harm and no post-op complications noted.

Manufacturer narrative:
Neither the mcs instrument, nor the mcs tip cover accessory are available to be returned for evaluation. Therefore, the root cause of the reported issue cannot be confirmed. A review of the site's complaint history identified no other complaints for this product. Verification via system logs confirms the occurrence of a procedure on the reported event date matching the documented event details. No image/video clip for the reported event was submitted for review. This complaint is considered a reportable event due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the mcs tip cover accessory of the mcs instrument fell inside the patient. The mcs tip cover accessory could not be found and was not retrieved. At this time, the cause of the mcs tip cover accessory falling inside the patient remains unknown. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.